Event description:
The intended procedure was a screening test. The procedure was completed by moving to another endoscopy room. No use of implant devices. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the images are not displayed which led to a delay due to a failure of the printed circuit board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite video system center had no image with the 260 series scope and the cv-1500. The malfunction was found while inspecting for a therapeutic and diagnostic procedure. The procedure was completed by by using a similar device. There was a delay when transferring to the other room. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when no image appeared due to a failed printed circuit board. Additionally, the evaluation found the battery was depleted, corrosion on the chassis and front panel densen contacts, internal failure of substrate, and dust inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.